Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the suture, with the needle at the end of it, detached outside the patient as the physician was pulling the mesh leg assembly through the patient's sacrospinous ligament. The remaining suture then "snapped two more times" outside the patient as the physician continued to pull on it. The physician then threw a stand-alone capio suture through the sacrospinous ligament, and tied it to the portion of the suture that was still attached to the mesh leg assembly, and successfully pulled the leg assembly through the patient's tissue. The stand-alone capio suture was then removed from the patient as it was no longer needed. The procedure was completed with this uphold vaginal support system without any complications to the patient, who is reportedly "great" post-procedure.